Manufacturer narrative:
With regards to this complaint a phaco module was received for investigation. Investigation of the phaco module revealed a damaged pcb due to a short circuit. From the investigation it was concluded that this short circuit was caused by connecting a wet hand piece to the phaco module, which caused the connector to burn. Hence, the reported event is considered to be attributed to an unintended use error. It should be noted that the instructions indicate that the phaco handpiece including all the conduits and the connector socket should be dried prior to use.

Event description:
The customer reported that a connector of the phacoemulsification module got burnt and therefore it was not possible to continue the surgery. The procedure was completed with a backup unit. Patient harm did not occur, however the surgery was prolonged for over 30 minutes.

Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation.

Event description:
The customer reported that a connector of the phacoemulsification module got burnt and therefore it was not possible to continue the surgery. The procedure was completed with a backup unit. Patient harm did not occur, however the surgery was prolonged for over 30 minutes.